Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
Adverse event (ae) crf received on october 29, 2008. The site submitted an ae for heterotopic bone formation-type I or type ii. The site noted as "uncertain" if it is related to the study device, and it was reported as not serious. The treatment of this complication is "indocin 25mg 1 tab po bid" and the event is unresolved as of "(B) (6) 2008."